Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Reporter: email address: unknown/ not provided reporter: telephone number: (B)(6). Reporter: address: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient suffered from capsule tear after the lens was inserted into the patient's eye. The lens was removed from the patient's eye in the same procedure. There was unplanned vitrectomy and medical intervention. There was no delay in treatment or other interventions provided. No further information was provided.